Event description:
Caller reported a cartridge alarm issue with the pump, specifically cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. The customer had previously experienced cartridge alarms with consecutive cartridges, prompting technical support to confirm the issue and decide to replace the pump. The pump was out of warranty, but the customer expressed interest in obtaining an out-of-warranty loaner pump as a resolution.